Event description:
The customer reported an a33 alarm. The customer's blood glucose reading was 315 mg/dl. The patient treated with a manual injection. The insulin pump passed a drive support cap test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to slanted and loose drive support disk. No prime alarm noted. Insulin pump had minor scratches on display window, scratches on case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.